Event description:
A patient with an implantable cardiac defibrillator (ICD) system was reported as deceased by a family member. A request for device interrogation was noted. The caller reported that the patient died approximately one month post implant of the ICD system. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information from the funeral home and physician office were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).